Event description:
(B)(4). The product is ecosway pendant. This ecosway pendant is banned by (B)(6) for radioactive materials. (B)(4). Public urged not to wear pendant with enhanced radioactivity with photo. The customs and excise dept, today (B)(6), urged people not to wear a type of pendant with enhanced level of radioactivity. Acting on info from the (B)(6) that a pendant for sale was potentially harmful to health, officers of (B)(6) seized (B)(4) pieces of "se pendant 0352" from a chain store. Samples of the seized pendants were sent to the (B)(6) laboratory for analysis and testing. Analysis result revealed that the radioactivity concentrations of radioactive thorium-232 and uranium-238 in the pendant were both above the limit recommended by the (B)(6), for commodity products. According to (B)(6), short term contact with the pendant would not result in immediate effect to health. As the radiation dose from a single pendant may would not result in immediate effect to health. As the radiation dose from a single pendant may reach 50% - 60% of the annual skin dose limit recommended by the (B)(6), year-long contact with the pendant may result in erythema of the skin in some individuals. The risk of skin cancer also increased with the duration of contact. The supplier of the pendants has undertaken to voluntarily recall the pendants from the market. People possessing the pendants are advised to return them to the supplier for safe disposal. A (B)(6) spokesman said that in view of the test results of the pendant, customs would follow up on the case and continue spot checks to ensure that the product was not available in the market place. Should there be sufficient evidence, the dept would take appropriate enforcement action, he said. Customs is committed to the protection of consumer interests and regularly conducts random spot checks and tests on samples of consumer goods on sale to ensure that they are reasonably safe for use by consumers. Under the (B)(6), it is an offense to supply, manufacture, or import into (B)(6) unless the goods comply with the general safety requirements for consumer goods. The maximum penalty for the offense is a fine of (B)(4) and an imprisonment for one year on first conviction, and (B)(4) and an improvement for two years on subsequent conviction. To report unsafe consumer goods, please call the customs 24-hour hotline (B)(4) or write to the (B)(6). (B)(4).